Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during resection of rectum in lap ultra lar to access the pelvic region the surgeon have to use surgisleeve to increase the port size and pneumoperitoneum is created then inserted the stapler into the trocar which is then passed through the surgisleeve and operates at pelvic region. Radial reload was inserted in the pelvis region of the patient but was not used because of its structure; they were unable to use radial reload in the procedure specified to be used. The stapler was able to fire. However, once in the ultra pelvic region they were unable to turn the reload itself; unable to access, unable to resect the tumor, the surgeon cannot get the tissue to be resected into the jaws of the reload the reload didn't open even after multiple attempts. There was no patient injury.